Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The suction irrigator instrument was analyzed and found to have a broken snake wrist cable at the distal end, causing the snake wrist to become dislodged. The dislodged pieces were returned with the instrument. Additionally, the instrument was found to have a dislodged snake wrist. There were no missing pieces, and no damage was observed to the snake wrist. The grips and other components adjacent to the dislodged snake wrist showed no damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to a component failure. No additional actions are currently required given that this issue will continue to be tracked per wi 859369 (quality data review meetings).

Event description:
It was reported that during a da vinci-assisted surgical procedure, the suction irrigator tube cap was loose and could easily come off. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the customer observed tip damage but was initially unaware of the issue. The customer had only noticed a problem with the tube cap for the drainage bottle. There were no reports of fragments falling from the device. Additionally, there have been no reports of the patient returning to the hospital due to experiencing any post-surgical complications related to the retention of foreign material.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A definitive root cause for the broken snake wrist cable cannot be determined, as this was an expected or random component failure without any design or manufacturing issues. The probable root cause of the dislodged snake wrist is attributed to the accidental dropping of the instrument or inadvertent collisions with other objects or hard surfaces.